Event description:
It was reported that during scheduled review of remote home monitoring data, review of the right atrial automatic threshold (raat) test electrogram (egm) noted this pacemaker exhibited atrial undersensing. No further evidence of atrial undersensing was noted and lead trend data was noted to be stable. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct field: h6: impact codes.

Event description:
It was reported that during scheduled review of remote home monitoring data, review of the right atrial automatic threshold (raat) test electrogram (egm) noted this pacemaker exhibited atrial undersensing. No further evidence of atrial undersensing was noted and lead trend data was noted to be stable. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.